Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned or request for add'l info has not been responded to. No conclusion can be drawn at this time. Add'l info including pt info, copies of medical info/records and death certificate/autopsy report have been requested. A DHR review has not been conducted, since no specific product code or lot number have been provided. We will submit a follow up report when/if product is returned for eval or add'l info becomes available.

Event description:
Attorneys report that the pt had hernia repair surgery which included the implantation of a composix kugel mesh into her body. The pt died in 2006.